Manufacturer narrative:
Based on the information provided, the reason for the conversion to laparoscopic surgery was due to the endoscope would not go into the endoscope controller (ec) port. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the ec to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to have friction of the light engine connector. The complaint regarding endoscope won't go into the ec port confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is due to a component failure of the light engine. This event is reportable due to the following: it was reported that prior to starting (post-anesthesia) a da vinci-assisted benign hysterectomy procedure, the endoscopes would not go all the way into the endoscope controller (ec). As a result, the surgeon elected to convert the procedure to laparoscopic surgery and added additional ports due to the conversion.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted benign hysterectomy procedure, the endoscope would not go all the way into the endoscope controller (ec). An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. Prior to call, they tried three different endoscopes but had the same issue with all three. It was noted that the endoscopes stopped approximately 5 millimeters before end position in port on the ec. Handheld camera without light guide was connected and gave image. A picture was provided, where electrical connector looks fine and gives no issues when connecting handheld camera without light guide. The tse guided customer to check if shutter was moving out of the way when pushed. After trying different methods, it could be verified that the shutter was not moving out of the way and a gentle push would not move the shutter. The procedure was converted to laparoscopic surgery with no patient harm, adverse outcome, or injury. There was a delay of 15 to 30 minutes. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: ports were added as a result of the conversion to laparoscopic. The procedure was completed successfully, and the patient tolerated the change.